Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Mc1vr01-delsys / expiration date: 28-feb-2021 / serial#: (B)(4). No. Dev rtn to MFR? No. Mfg date: 13-sep-2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pericardial effusion after implantation of leadless implantable pulse generator (ipg). It was also reported that three days post-implant of the ipg high thresholds were observed. It was suspected that the engagement of the tines was insufficient. The leadless ipg was explanted and replaced with a transvenous system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.